Event description:
Boston scientific received information that patient had 177 epsd of a tr and all were atrial noise. Noise looked similar to lead fracture or loose set screw though some was also seen on shock channel. This has been reproduced by moving his arm around. Patient also had 2 vf events that were noise on the v channel. These were v high frequency, small, fuzz-like, noise. One lasted long enough to start charging but aborted before shock was given. It also inhibited pacing and pt is dependent. Patient was not symptomatic to the inhibited pacing. Sensitivity was changed to least. Patient will come in for a oft. Implanted (B)(6) 2006 dr. (B)(6) at (B)(6) hospital, canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).